Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon evaluation of the meter memory, a result of "hi" and 6.9 mmol/l were found on the date of the incident. A result of hi corresponds to a result > than the reading range of the meter of 33.3 mmol/l.

Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 33.4 mmol/l (the result is outside the numeric range of 0.6 mmol/l - 33.3 mmol/l of the device) and 6.9 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.